Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, but the reported failure was not confirmed. Upon thorough investigation, a definitive root cause could not be ascertained. Based on the investigation's results, the failure to seal was not replicated during functional testing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device seal button was pressed, but the seal could not be made. The issue occurred during an unspecified therapeutic procedure. The device was replaced and the intended procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the subject device seal button was pressed, but the seal could not be made. The issue occurred, during an unspecified therapeutic procedure. The device was replaced. And the intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.